Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files identified a controller clock reset. A specific cause for the controller clock not being set could not be conclusively determined through this evaluation; however, based on information provided by the account, this finding appeared to be the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery. Additionally, analysis of the submitted log files revealed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The first submitted log file contained approximately 155 lines of data captured at the default timestamp of (B)(6) 2001 1:00:00 resulting in active yellow wrench advisories associated with real time clock not set alarms. Although a specific cause for the controller clock reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery. These events would have resulted in a pump stoppage. Upon restoration of power to the system controller, the timestamp reverted to the default of (B)(6) 2001, per design. Following this data range, the clock was properly synched, and the file recorded another 85 events from 12:47:21 on (B)(6) 2021 through 6:15:28 on (B)(6) 2021. Transient low flow hazard alarms were captured throughout the file due to the estimated flow dropping below the low flow threshold of 2.5 lpm, to 2.4 lpm. The observed low flow events did not appear to be associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The second submitted log file contained an additional 24 events from 10:28:35 on (B)(6) 2021 through 19:21:27 on (B)(6) 2021, per the timestamps. No atypical events or alarms were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the additional data. Information later received stated that the patient claimed he had a broken cable connection while in a foreign country. Consequently, the patient had switched to the backup battery and eventually depleted all power sources. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The heartmate ii lvas IFU provide important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. The hmii patient handbook outlines battery charge level and fuel gauge display. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully charged batteries or switch to the power module. The IFU and patient handbook also provide instructions for exchanging batteries and switching power sources. The IFU addresses all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient condition. This document also explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook contain information regarding all system controller alarms as well as the proper actions associated with them. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. The log file contained multiple yellow wrench alarms associated with clock not set alarms. The clock appears to be resynched on 02jun2021 at 12:47 pm. The log file also contained a few pi events and low flow hazards. The patient changed their backup battery due to a broken cable connection. There were power cable disconnects noted on the log files while the patient was connected to battery power. Related manufacture number: 2916596-2021-03662.